Event description:
Spacelabs received a report that a customer found a record of 11 beats of tach in the intesys clincal suite g2 (a retrospective review application) but only audibly received a medium alarm for pause at the 91387 ultraview multiparameter monitor.

Manufacturer narrative:
Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded.